Manufacturer narrative:
The insulin pump was received with no button response due to flattened and creased dome switches on the escape, act and the up and down arrow buttons. Unable to perform functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump had minor scratched display window and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. The customer was hospitalized on (B)(6) 2016 with a high blood glucose level of 600 mg/dl. The customer was really sick and was throwing up. The customer was given IV drip. The insulin pump was removed but the customer did not remember when. He was unable to give himself the insulin he needed because the button on the insulin pump was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.